Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-04660 and 3006705815-2023-04662. It was reported that patient experienced a fall and lost weight, and as a result the patient's had migrated which was confirmed with imaging and had ipg site pain due to movement in the pocket. Surgical intervention took place where the ipg and leads were explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.